Event description:
It was reported that the pump usb port charging pin is damaged resulting in the pump battery being unable to charge. Customer¿s blood glucose level was 237 mg/dl. At the time of the call with tandem technical support the customer did not have an alternate method for insulin therapy. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.